Event description:
Event description cpi received information that, during an impedance measurement test, this implantable pulse generator (ipg) displayed multiple impedance measurements with no variation between bipolar and unipolar mode. Usually there is some variation between bipolar and unipolar impedances. The physician suspected lead dislodgement.